Event description:
The patient reported experiencing high blood glucose levels of 656 mg/dl, nausea, vomiting, and almost passing out, which led to seeking medical attention on (B)(6) 2025. She was wearing her pod right before going to the hospital, but her husband removed the pod when she ran out of insulin and was too sick to put on a new one. She was hospitalized for four days and discharged on (B)(6) 2025. The patient was diagnosed with diabetic ketoacidosis (dka) and low vitamin d, and received treatment with intravenous (IV) fluids and vitamin d. During the call, the patient mentioned that she had been nauseated and vomiting, which was unfamiliar to her as she has only had diabetes for a few years. She believes her blood glucose levels were low before reaching 656 mg/dl but is not certain. The patient stated that there were no recent messages or alarms on her omnipod 5 app, and she sent log files for review. She confirmed that there was nothing wrong with the pod, including the pink slide, cannula insertion, redness, swelling, or insulin leakage. The pod was worn longer than 48 hours on the infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.